Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant the lead had high threshold. The physician experienced difficulty in retracting the helix and upon explant found the helix stretched. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. The analyst commented that lead model 3830 is a fixed helix and unable to extend/retract the helix. Electrical continuity tests passed. Visual analysis found the helix distorted/bent and stretched.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.